Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis :visually confirmed a portion of instrument tip has been broken off, consistent with the shear plane that would be created during usage. Fracture surface analysis reveals a minimal thread damage on the remaining portion of the thread, and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, intra-op, the temporary fixation pin was sheared off when the surgeon went to remove it from the patient. The surgeon was unable to remove the broken part of the screw. A self drilling screw was used to push the remaining bit into the vertebral body. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.